Manufacturer narrative:
Date of event: exact date unknown, event occurred over a month ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced pain. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.